Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a micro-centrifuge vial, with residue on lens. Visual inspection found one haptic torn and with residue on lens. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -12.00/+2.0/090 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2020. The lens was explanted later that same day due to low vaulting. The lens was replaced with a longer lens and the problem was resolved.